Manufacturer narrative:
Other relevant device(s) are: product ID: 9730752, serial/lot #: unknown. A manufacturer representative went to the site to test the equipment. Testing found the system worked as intended. A cable was returned for analysis. Analysis found an open at pin 3. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the application launch screen was green on both monitors. The cable going from the video splitter to the computer was checked and it was reported it was coming apart at the end. There was no patient present when this issue was identified.